Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a patient underwent an unknown spinal fusion procedure with titanium alloy hardware. Sometime post-op, the patient developed lymphatic accumulation in the legs and pustules on the back. Patient followed up with physician, who stated "the symptoms could be an allergic reaction to the implants." No further details are known at this time.